Manufacturer narrative:
The repair center also noted the on/off switch was sticky, and the software (sw) needed to be updated. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the image on their evis exera iii video system center device appears scrambled when connected using the front video port. Attempts to retrieve additional information from the customer are in progress. There were no reports of death, harm or injuries related to this event. Upon inspection of the customer returned device, no image was displayed due to a faulty printed circuit board. This report is being submitted for the malfunction found at estimation.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 09-feb-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. Updated field: h4. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was shipped in accordance with the specifications. The investigation noted that it has been over 10 years since the subject device was manufactured. The reported device problem likely occurred due to defects from the power switch and printed circuit board. The defects likely resulted from long term use. A definitive root cause for the reported device problem was not established. Olympus will continue to monitor field performance for this device.